Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy host tissue overgrowth encroached onto the tissue and into the orifice on two (2) leaflets near the inflow and outflow aspects. Minimal host tissue was observed on the stent circumference at the inflow and outflow aspects. Host tissue fused all three (3) leaflets near their commissures at the outflow aspect. A gap was observed in the central coaptation region, which was most likely due to host tissue restricting leaflet mobility. The x-ray demonstrated an intact wireform. As received, approximately 25% of the sewing ring cloth had been cut. X-ray. Patient's condition affected effectiveness of device. The clinical report of stenosis and pannus tissue overgrowth leading to fused leaflets could be confirmed as host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. However, abnormal or severe pannus growth can eventually affect the function of the valve. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this mitral bioprosthetic heart valve, implanted in the tricuspid position, was explanted after two (2) years, eight (8) months due to tricuspid stenosis. Upon inspection, the leaflets were fused at the commissure which was the opposite direction of suture markers side. Pannus-like tissue overgrowth as also detected at the subvalvular area, which appeared to restrict the mobility of the leaflet. A 29mm pericardial bioprosthesis was used in replacement and there were no reported complications.